Event description:
It was reported that during a procedure, the first handpiece had a leakage in the tube connected to the saline. The device was exchanged and the second handpiece stopped working after four treatments. The surgery was postponed for successful completion with a different handpiece. There were no patient complications reported. This event is being reported for the procedure aborted.

Event description:
It was reported that during a procedure, the first handpiece had a leakage in the tube connected to the saline. The device was exchanged and the second handpiece stopped working after four treatments. The surgery was postponed for successful completion with a different handpiece. There were no patient complications reported. This event is being reported for the procedure aborted. This event is for device 2 of 2.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this delivery device underwent a thorough analysis. Visual analysis did not identify any anomaly with the device; the device was returned in overall good physical condition. The backplate and top housing of the delivery device were removed for internal visual inspection, and it was found the coil was burnt. Mechanical testing did not identify any abnormality. During functional testing, error code 219 was confirmed. The device could not complete functional testing. It is likely that error code 219 is related to the radiofrequency (rf) either being too high or too low.